Event description:
It was reported in the journal am j clin exp urol that a study was conducted to assess the effectiveness of a pulse duration alterable holmium-yag (ho:yag) laser on the stone-free rate (sfr) compared to a conventional pulse duration fixed laser after ureterorenoscopic lithotripsy (ursl). The medical records from patients with upper urinary tract calculi between 9 and 30 mm were retrospectively investigated. Ursl was included using a conventional ho:yag laser (group c) or a pulse duration alterable ho:yag system (group a). A total of 228 and 188 patients were enrolled in groups c and a, respectively. Boston scientific products were used in the procedures for group c, since laser and fiber devices were used. The dates of the procedures were not noted, but it was said that the cases that occurred between january 2017 and april 2018. Patients with lacking perioperative data and those with not post-operative follow-up tomographies were not included in the study. The study compared both groups according to the duration time, energy required, stone composition, stone free rate and also, postoperative urinary tract infection (uti). It was said that in group c, 10.5% of patients experienced uti, these patients received antimicrobials. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3: date of event, publish date used as exact date is unknown. Otsuki h, kojima h, hongo t, hori s, matsui y, yamasaki t, isono m, kosaka t, uehara s, fujio k. Impact of pulse duration alterable laser ureterorenoscopic lithotripsy for upper urinary tract calculi. Am j clin exp urol. 2023 aug 15;11(4):328-333. Pmid: 37645616; pmcid: pmc10461037.